Manufacturer narrative:
Date of event is estimated. It is unknown which lead had high impedances. The results/ method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Device 2 of 2. Related manufacturer reference number: 1627487-2020-21435. It was reported the patient experienced ineffective stimulation due to lead migration of both leads. X-rays confirmed both leads had migrated two vertebral levels below the initial implant location, although the patient denied any trauma that may have caused the issue. One of the leads also showed high impedance readings. To address the issue, the physician explanted and replaced both leads, which resolved the issue.

Manufacturer narrative:
The reported event of lead migration cannot be confirmed with product testing alone. As received, both octrode leads had setscrew marks were present on the insertion contact, indicating they were secured in ipg header. No root cause was identified for the reported event.